Event description:
According to the reporter, occurred during a lobectomy. At the first firing they found two small pieced of yellow foreign material in the surgical field and retrieved them. They checked the yellow shipping wedge of the cartridge but could not find the broken site. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage on the wedge slot that seats within the reload channel. The pieces of yellow plastic were found to be constant with that of the shipping wedge material. Functional testing could not be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.